Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high pacing impedance. No intervention was performed. The patient was in stable condition and will be continue to be monitored.

Event description:
New information received notes that the right atrial (ra) lead continued to exhibit high pacing impedance. During device changeout on 01 aug 2025, venogram showed the vein was occluded. The ra lead only had abnormal impedance, all other measurements were normal, the physician elected to observe the lead via remote transmission. There were no patient consequences.